Event description:
It was reported that during the implant procedure the lead had high impedance and potentially a kinked tip. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that continuity test results passed. Electrical resistance test results were within specification. The lead tip and helix looked normal. No anomalies were found. (B)(4).